Event description:
It was reported that this pacemaker was unable to be interrogated. Upon further review, the device was found to be in safety mode. No adverse patient effects were reported. At this time, this device remains in service.